Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot#: n220685006, implanted: (B)(6) 2009, product type: catheter. Product ID: 8578, lot#: hg71qkq04, implanted: (B)(6) 2023. Product type: catheter section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (5 mg/ml at 0.9 mg/day) via an implantable pump for unknown indications for use. It was reported that there was cerebrospinal fluid (csf) accumulation in the pump pocket since the pump flipped. The catheter was severed in the pump pocket. Action/intervention: a revision was performed on (B)(6) 2024 with 8596sc. Outcome: the issue was resolved. The hcp has no further information for medtronic. The medical history was not relevant to this event. The patient status was alive and no injury.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the spinal portion of the catheter remains in the patient and is still functioning. The portion that was connected to the pump and severed was removed and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.